Event description:
A transurethral procedure was being performed using a continuous flow resectoscope. 30 minutes into the procedure, a portion of the ceramic tip of the inner sheath broke off. Pieces were removed from the urethra causing trauma and bleeding to the area.